Event description:
Boston scientific received information that this right ventricular (rv) lead displayed low pace impedances. The issue was monitored and the low pace impedance measurements persisted until loss of capture was noted. The lead was tested in unipolar and got a better pace impedance measurement, but the loss of capture persisted. As a result, a revision was performed and the lead was successfully explanted and replaced.

Manufacturer narrative:
The lead was explanted and a portion of the lead was returned for analysis. Upon receipt at our (B)(4) laboratory a detailed analysis was performed. Only the proximal eight centimeters of the lead was returned. The returned segment of lead passed all electrical testing.